Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarm. The customer's blood glucose was unknown at the time of incident. The customer was able to clear the alarm but the alarm kept recurring. The customer was able to rewind the insulin pump. The insulin pump failed the displacement test. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The device is expected to be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 130 during motor rewind. Per visual inspection found traces of corrosion on the home motor switch due to insulin leaking into the unit. Also, device had moisture damage electronic assembly during visual inspection. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests or verify error 37, 43 due to pump error 130. (B)(4).